Manufacturer narrative:
Device not made available by customer.

Event description:
Stryker was notified through a legal claim that a patient was being transported on the device when the ambulance transporting the patient was involved in a vehicular accident. The claim alleges that the locking mechanism failed and the stretcher came off the fastener, resulting in injury to the patient. There is no information available regarding the injury to the patient.